Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The tub's leaking and spraying 1/2 a gallon out in 5 seconds from backflow valves.